Event description:
The customer reported that cap survey (B)(4) failed to react (B)(6) with anti-human globulin anti-igg, -c3d, polyspecific (B)(4), lot 7836090-02. The customer has sent us the survey sample and the complained reagent. Both were tested in quality control laboratory. The survey sample reacted correctly (B)(6) with the affected lot of anti-human globulin anti-igg, -c3d, polyspecific.